Manufacturer narrative:
The pod was received with the cannula deployed. During investigation, no damages or defects were found on the fluid path components and the bottom housing that would cause infection at the pod infusion site. The actual cause of the reported infection at pod infusion site could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection of the leg, where the pod was worn between 36 and 48 hours. For treatment, the doctor drained the area and prescribed 2 antibiotics called clindamycin of 300 mg strength to be taken 3 times a day for 10 days and cephalexin totaling 5.5 ml, to be taken 3 times a day for 7 days. The site was reported to have pus discharging and was red.